Manufacturer narrative:
Sc-1160 (sn (B)(6)) / sc-8216-50 (sn (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients device was not working properly. All components were explanted.

Event description:
It was reported that the patients device was not working properly. All components were explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 7027325, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4).